Event description:
It was reported that during burring the femur and after about 2/3 of the femur was complete, the drill started smoking. The anspach drill was checked to verified and it was confirmed the smoke issue. It may have been the long attachment as well. The sterile folks assured me they lubricate the la after each case. It was tried after about 1 minute to continue drilling, but it started smoking again, so the drill and long attachment were swapped to a new drill and long attachment.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the complaint unit for initial investigation, thus visual inspection and functional evaluation could not be performed. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could not confirm if there was a relationship established between the reported event and the device. Overheating and smoking is indicative of damage to the motor drive shaft. The root cause was established to be undetermined after investigation.